Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to reach an unspecified "high" value above 500 mg/dl. The customer took a corrective injection via mdi and continued to use the current pump, without requiring third-party assistance. Technical support resolved to send a replacement pump to the customer, provided instructions for returning the malfunctioning pump, and confirmed that training will be available in the customer's tandem source account.